Event description:
It was reported that shaft break occurred. The 95% stenosed, 20mm in length and 2.5mm blood vessel diameter target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure the stent delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the shaft was kinked and did not break as what was previously reported. The device was simply pulled out from the patient body.

Manufacturer narrative:
B5: describe event or problem- corrections to information previously reported. H6 device codes previously reported break (a0401) and now has been updated to material deformation (a0406).

Event description:
It was reported that shaft break occurred. The 95% stenosed, 20mm in length and 2.5mm blood vessel diameter target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure the stent delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the shaft was kinked and did not break as what was previously reported. The device was simply pulled out from the patient body.

Manufacturer narrative:
B5: describe event or problem- corrections to information previously reported. H6 device codes previously reported break (a0401) and now has been updated to material deformation (a0406). Device evaluated by MFR.: promus premier 20 x 2.50mm stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were noted.

Event description:
It was reported that shaft break occurred. The 95% stenosed, 20mm in length and 2.5mm blood vessel diameter target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure the stent delivery shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.